Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump alarmed pump error 63 during self-test and confirmed at the formatted history file with variable (003) due to cold solder joints at u1 keypad assembly. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are with in specs. However, pump error 25 found formatted history and the long trace history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 4.6 mmol/l at the time of the incident. The customer states the batteries are not lasting. The customer was sent a replacement battery cap. The insulin pump will be returned for analysis